Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button internal components were damaged because the response button covers were missing. Additionally, the f600 on the ca board was measuring open causing the monitor to not properly power up. The root cause of the damaged components cannot be positively identified. The root cause of the open f600 was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.